Event description:
It was reported that an unspecified malfunction occurred. On 06/09/2026, dexcom technical support attempted to call the patient back in regard to a maude report previously submitted. The maude report stated that the patient was found unconscious on (B)(6) 2026 at a (B)(6) gas station. The store manager at the gas station called 911 and when emergency medical services (ems) arrived, the patient¿s bg meter reading was 23 gm/dl. It was not specified what the cgm device was displaying during this event. Upon review of the patient¿s history, the patient also reported a wearable failure to dexcom on (B)(6) 2026. The patient was also wearing an omnipod insulin pump. Upon calling to complete due diligence, the patient¿s mother answered and informed dexcom that the patient passed away yesterday and did not wish to speak about it any further. No other event details were provided in regard to the patient¿s passing. No product was provided for investigation. Data in dexcom cloud was requested but is pending investigation at this time. Dexcom requested cgm data from the insulin pump partner with no data provided at this time. If cgm data is received a follow up report will be filed with data investigation results. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2026. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. Additionally, signal loss was observed during data analysis and the signal loss was acknowledged. Pump partner data was requested, however partner does not have performance data for this user. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)